Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the leads had fractured and the system was programmed off. The leads remain in the patient. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple shocks that were supposed to be at 35 joules, but the shocks delivered were at energies from the teens to single digits. It was also noted that the leads experienced high impedances. The leads remain in use. No further patient complications have been reported as a result of this event.